Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy. Technical services (ts) reviewed the device data and noted one episode of sinus tachycardia, which resulted in rhythm identification (rid) negative. During the episode, the device delivered four anti-tachycardia pacing (atp) bursts and five shocks. Ts discussed programming considerations, including increasing the atrial rate floor to help inhibit detection of sinus tachycardia. No adverse patient effects were reported. This ICD remains in service.